Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had blank display and unexpected restart alarm. The customer¿s blood glucose level was 160 mg/dl. The customer reported that they had changed the battery and received an unexpected restart alarm on the screen. The insulin pump will not be returned for analysis.